Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Low bg cause was not known. Customer went to the emergency room and was treated with "a rapid bolus of d50" and intravenous fluids of saline. Customer was discharged the same day with no permanent damage and continued to use the pump for insulin therapy.